Manufacturer narrative:
The insulin pump alarm a33 during basic occlusion test due to loose protruded drive support disk. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
Customer called to report the insulin pump alarmed during the prime process. Blood glucose reading was 189 mg/dl. The customer did not recall any significant events leading up to the alarm. Found that the drive support cap was protruded. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).